Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of "front panel flickering" was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had a lamp error e106 with the panel flickering. The issue was found during installation, therefore no procedure was involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation not confirmed. Additional findings found there was a lamp error occurrence, with no other exterior damage found. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.